Manufacturer narrative:
The subject device was not returned for evaluation. Damaged of the device was provided via a picture and is under evaluation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic percutaneous nephrolithotomy (pcnl) procedure, the shockpulse probe device was found broken due to a hard and calcified large stone. No further details provided regarding the event. There was no patient impact or harm was reported on this event. 1 of 2 devices.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of complaint history records. Evaluation of the returned device confirmed the reported issue. The probe fractured approximately 6 inches from the proximal end. The lot number provided via photos w1707017 does not correspond to the finished good lot number. This lot relates to the individual sub component this number is etched on. For this reason, the lot number has been changed to "unknown". While a definitive root cause cannot be determined failure of this sort is often attributed to user technique. It is important the probe be held concentric to the instrument channel of the endoscope. Any applied torque may result in misalignment and contact wear leading to the fracture of the probe. Per the user¿s manual, "the shockpulse-se should be placed in light contact with the stone. It is not necessary to press down on the stone with a lot of pressure....the probe is fragile. It is critical that the surgeon does not bend or torque the probes against the endoscope during the procedure. There is no need to rotate the probe or transducer; it will not improve fragmentation or stone clearance." Olympus will continue to monitor complaints for this device.